Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm str guidewire fractured. The lesion being treated was a 99% stenotic lesion in the mid right coronary artery (rca). The physician used an unspecified introducer sheath for vascular access and a 5f heartrail jr4 guide catheter to cross the lesion. A maverick2 2.0/20 mm balloon was delivered to the lesion and inflated, but at that time, the physician noted a 'dissociation' in the mid rca. He concluded that the pt2 guidewire into the proper lumen for approx 30 minutes, but in doing so, the tip of the guidewire was fractured. The fractured portion was successfully aspirated into the guide catheter and removed. Because the pt experienced frequent episodes of ventricular fibrillation during this attempted intervention, the physician elected to send the pt for surgical intervention. The surgical procedure was successful. The physician stated that the guidewire fracture and the 'dissociation' were not related. Current pt status is reported as 'stable'.